Event description:
Multiple IV start kits found without tourniquets in them, manufacturer notified today of same. No harm to patients or staff. Manufacturer response for IV start kit, IV start kit (per site reporter). "We will tell our quality people."